Event description:
It was reported that an ilet device was dropped, after which the display went black with multiple lines through the screen, indicating a damaged display component. Symptoms included no reported adverse clinical effects. Outcomes included no change in the user¿s clinical status and continued ability to use cgm via the dexcom app or receiver. Investigation included review of product history and case details and visual assessment based on user reports and photographs attempted but not received. Investigation of this case revealed physical damage consistent with impact-related display failure. It was concluded that the event was due to accidental damage to the device screen, with no device-related injury.